Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 180 mg/dl. The customer stated that the act button would not work during a bolus attempt and that the insulin pump had scrolling numbers. She also noted a crack on the display, 2 cracks across the reservoir compartment and by the battery compartment all the way to the upper screen. Prior to the alarm, she observed that she had had the insulin pump next to her body and that it was hot that day. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm and unresponsive buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. The device was received with cracked display window corners, reservoir tube lip and display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.